Manufacturer narrative:
The reported event could not be confirmed, since the medical records and the explanted devices were not returned to the MFR. The hosp discarded the explanted devices, and the medical records were requested, but not provided. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "in 2008, pt had cemented stem implanted and 40mm liner cemented into acetabulum. Pt was walking down stairs and dislocated. She was then taken to hosp and revised in 2009."